Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, information was received that the on-x recipient was deceased. Additional information received regarding the valve implant surgery: preoperative diagnosis: failing aortic bioprosthetic valve. Severe tricuspid regurgitation. Aortic stenosis. Patent foramen ovale. End-stage renal disease. Postoperative diagnosis: failing aortic bioprosthetic valve. Severe tricuspid regurgitation. Aortic stenosis. Patent foramen ovale. End-stage renal disease. Procedure performed: femoral 8 mm hemashield graft for perfusion, redo stemotomy, lysis of adhesions, redo aortic valve replacement with a 21 mm on-x mechanical valve, tricuspid valve repair with a 28 mm physio 2 ring, closure of the patent foramen ovale, and chest packing for diffuse coagulopathy. Note, dr. [Redacted] was required as my first assistant due to the complexity of this procedure, multivalve disease, end-stage renal disease, previous surgery with dense adhesions and there was not an adequate level trained resident to help with this case throughout and he assisted with identification of vital structures, assessment of coagulopathy the postoperatively, and valve implantation. History: the patient had an aortic valve replacement in 2013 with a biologic valve. She now had stenosis of that valve and severe congestive heart failure, both left and right-sided chronic. She also had severe tricuspid regurgitation and a patent foramen ovale. She was a dialysis patient. She understood the risks of stroke, bleeding, death, myocardial infarction, and liver failure and agreed to proceed. Findings: the patient had dense adhesions in the in the chest cavity. The aortic valve was stiff. We were able to get in a 21. There was no way we could safely do an ascending aortic replacement. Her aorta was a bit bigger than normal at 4-1/2 presumably due to her bicuspid pathology but due to the dense adhesions around it, we felt that replacement would be too high risk for the moderate­ size aortic enlargement. The tricuspid valve had a dilated annulus. Procedure: patient's chest was draped and prepped. A cutdown was made on the femoral artery. We sewed an 8 mm hemashield graft on for perfusion. We then did a redo sternotomy taking out the old wires and using the oscillating saw taking great care to avoid injury of the heart underneath. We freed up under the left side and the right side, then along the diaphragm and around the right atrium and around the aorta. Once we freed things up it took about an extra hour but we freed things up. We cannulated the femoral artery, femoral vein, and then put in an svc cannula, and a left ventricular vent after going on pump and a retrograde and antegrade. We then crossclamped the aorta and arrested with cold antegrade and retrograde which we used intermittently throughout the procedure with the procedure with topical cooling and a cooling jacket. We took down all the adhesions between the aorta and the surrounding structures. The aorta was quite thin. We opened it longitudinally. We then identified the old valve and took out all the old sutures, cutting out all the sutures and then debriding away the annulus after taking out the valve. We could fit in a 21 safely. We took 2 ethibond sutures from the aorta to ventricle, brought them through the sewing ring of a 21 mm valve, and tied it in place. It secured in well so we closed up the aorta with a double layer of running 4-0 prolene suture. We then removed the cross-clamp, cardioverted, and placed atrial and ventricular pacing wires. We then opened up the right atrium with a transverse longitudinal incision and visualized the valve. We took 2-0 ethibond sutures from around the annulus around the anterior leaflet and posterior leaflet leaving the septal leaflet untethered. We then brought through the sewing ring with a 28 mm physio ii ring and tied it down. Secured in well. We identified the patent foramen ovale and then got a 3-0 prolene suture and did a multiple bite layer and closure of the patent foramen ovale. We then closed up the right atrium with a double layer suture. Meticulously de-aired the heart and weaned the patient off pump. Heart function was somewhat sluggish as anticipated due to her preoperative condition and she was also quite coagulopathic as anticipated due to her end-stage renal disease and reoperation. That was just expected and after giving factors and whatnot from anesthesia, we felt that it was too coagulopathic to close the chest tonight and that it would be best to leave the chest packed to prevent tamponade and allow the coagulopathy to completely reverse and the dic to resolve prior to bringing the patient back in 24 to 48 hours for definitive closure. I directly participated in all key portions including cannulation of the entire period of cross-clamp and redo stemotomy and placement of the graft on the femoral artery, and was otherwise immediately available for the entire operation except for the very end of her packing during which dr. [Redacted] was immediately available. Total cardiopulmonary bypass time 2 hours and 20 minutes. Total cross-clamp time 45 minutes. Of note, we gave ancef and vancomycin for antibiotics which we will discontinue within 48 hours. We did not use any specific dvt prophylaxis since this is not indicated for cardiac surgical procedures.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, information was received that the on-x recipient was deceased.

Manufacturer narrative:
The manufacturing records for the packaging of valve onxane-21 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation a non-conformance report was noted however the associated ncr is unrelated to the reported event. A review of the available information was performed. The onxane-21 sn (B)(4) was reported as implanted in the aortic position of a (B)(6) female on (B)(6) 2018. A return-to-sender letter was received by cryolife marked "deceased¿. A subsequent internet search located an obituary for the patient reporting a date of death of (B)(6) 2018. This would be the day after surgery. Operative notes were received however no details surrounding the death were provided. Although the patient appears to have survived the surgery, she did not survive the recovery. But as we do not have any further information, we do not have any basis for a cause of death. Consequently, there is insufficient evidence to ascertain whether or not the valve has any relationship to the cause of death. The american college of cardiology lists a predicted operative mortality of 4.0% for aortic valve replacement (avr) cases [edwards 2001]. The instructions for use also lists death as a potential complication of prosthetic aortic valve replacement surgery [IFU]. Root cause for this event is unknown. No further action is warranted at this time.

Event description:
According to initial reports, information was received that the on-x recipient was deceased. Additional information received regarding the valve implant surgery: preoperative diagnosis failing aortic bioprosthetic valve. Severe tricuspid regurgitation. Aortic stenosis. Patent foramen ovale. End-stage renal disease. Postoperative diagnosis failing aortic bioprosthetic valve. Severe tricuspid regurgitation. Aortic stenosis. Patent foramen ovale. End-stage renal disease. Procedure performed femoral 8 mm hemashield graft for perfusion, redo stemotomy, lysis of adhesions, redo aortic valve replacement with a 21 mm on-x mechanical valve, tricuspid valve repair with a 28 mm physio 2 ring, closure of the patent foramen ovale, and chest packing for diffuse coagulopathy. Note, dr. [Redacted] was required as my first assistant due to the complexity of this procedure, multivalve disease, end-stage renal disease, previous surgery with dense adhesions and there was not an adequate level trained resident to help with this case throughout and he assisted with identification of vital structures, assessment of coagulopathy the postoperatively, and valve implantation. History the patient had an aortic valve replacement in 2013 with a biologic valve. She now had stenosis of that valve and severe congestive heart failure, both left and right-sided chronic. She also had severe tricuspid regurgitation and a patent foramen ovale. She was a dialysis patient. She understood the risks of stroke, bleeding, death, myocardial infarction, and liver failure and agreed to proceed. Findings the patient had dense adhesions in the in the chest cavity. The aortic valve was stiff. We were able to get in a 21. There was no way we could safely do an ascending aortic replacement. Her aorta was a bit bigger than normal at 4-1/2 presumably due to her bicuspid pathology but due to the dense adhesions around it, we felt that replacement would be too high risk for the moderate size aortic enlargement. The tricuspid valve had a dilated annulus. Procedure patient's chest was draped and prepped. A cutdown was made on the femoral artery. We sewed an 8 mm hemashield graft on for perfusion. We then did a redo sternotomy taking out the old wires and using the oscillating saw taking great care to avoid injury of the heart underneath. We freed up under the left side and the right side, then along the diaphragm and around the right atrium and around the aorta. Once we freed things up it took about an extra hour but we freed things up. We cannulated the femoral artery, femoral vein, and then put in an svc cannula, and a left ventricular vent after going on pump and a retrograde and antegrade. We then crossclamped the aorta and arrested with cold antegrade and retrograde which we used intermittently throughout the procedure with the procedure with topical cooling and a cooling jacket. We took down all the adhesions between the aorta and the surrounding structures. The aorta was quite thin. We opened it longitudinally. We then identified the old valve and took out all the old sutures, cutting out all the sutures and then debriding away the annulus after taking out the valve. We could fit in a 21 safely. We took 2 ethibond sutures from the aorta to ventricle, brought them through the sewing ring of a 21 mm valve, and tied it in place. It secured in well so we closed up the aorta with a double layer of running 4-0 prolene suture. We then removed the cross-clamp, cardioverted, and placed atrial and ventricular pacing wires. We then opened up the right atrium with a transverse longitudinal incision and visualized the valve. We took 2-0 ethibond sutures from around the annulus around the anterior leaflet and posterior leaflet leaving the septal leaflet untethered. We then brought through the sewing ring with a 28 mm physio ii ring and tied it down. Secured in well. We identified the patent foramen ovale and then got a 3-0 prolene suture and did a multiple bite layer and closure of the patent foramen ovale. We then closed up the right atrium with a double layer suture. Meticulously de-aired the heart and weaned the patient off pump. Heart function was somewhat sluggish as anticipated due to her preoperative condition and she was also quite coagulopathic as anticipated due to her end-stage renal disease and reoperation. That was just expected and after giving factors and whatnot from anesthesia, we felt that it was too coagulopathic to close the chest tonight and that it would be best to leave the chest packed to prevent tamponade and allow the coagulopathy to completely reverse and the dic to resolve prior to bringing the patient back in 24 to 48 hours for definitive closure. I directly participated in all key portions including cannulation of the entire period of cross-clamp and redo stemotomy and placement of the graft on the femoral artery, and was otherwise immediately available for the entire operation except for the very end of her packing during which dr. [Redacted] was immediately available. Total cardiopulmonary bypass time 2 hours and 20 minutes. Total cross-clamp time 45 minutes. Of note, we gave ancef and vancomycin for antibiotics which we will discontinue within 48 hours. We did not use any specific dvt prophylaxis since this is not indicated for cardiac surgical procedures.